Event description:
A cautery cord and cook rollerball were being used on the patient during a procedure. The patient's body jumped and jerked when it was being used. The doctor requested for another device and there was no problem with this cord and roller ball.